Event description:
The customer reported the system failed to procedure fluoroscopy x-ray. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system was repaired temporarily. However, the system's interconnect cable needed replacement for a permanent fix. No additional info has been disclosed.